Event description:
It was reported that a pump declared an altitude alarm, causing the customer's blood glucose level to display as ¿high,¿ although the specific value was unknown. No additional actions were taken by the customer, and there was no involvement of third-party assistance. The customer's insulin was not suspended, as the issue had occurred earlier in the day, and the pump resumed normal operation after the cartridge was replaced. Tandem technical support provided tips for preventing future altitude alarms, which were understood and acknowledged by the caller.